Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what foreign material was adhered/clogged in air/water cylinder. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water (a/w) cylinder had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional malfunctions were found that are non-reportable are as follows: air/water (aw) cylinder and the scope cylinder (s-cylinder) had no color, light guide (lg) lens and the adhesive on bending section cover (a-rubber) had a crack, connecting tube had a scratch, and due to wear of angle wire the play of up/down (u/d) knob was out of the standard value. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.